Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: separated guide wire tip/coronary artery bypass graft. Device issue: separated guide wire tip. It was reported that the guide wire became jailed after implantation of a stent. Resistance was felt with the stent during withdrawal and the guide wire tip became separated. A dissection was noted after the guide wire tip separated, although there was no reported medical intervention. The pt was sent for coronary artery bypass graft (CABG); however, the guide wire tip remains in the pt. The pt is reportedly doing fine. No additional event or pt info is available.